Event description:
The stopcock rotating adapter blew apart when injecting at 750 psi. No harm or injury reported. The customer reported this event has happened three time with this lot of stopcocks. Specific details for each event were not provided by the customer. There is only one used and 2 unused stopcocks being returned. This is report 1 of 3 for this event. Reference: 1721504-2010-00081, 1721504-2010-00082.

Manufacturer narrative:
Device evaluation. Other, the suspect device has not been received for evaluation. A review of the device history record revealed one exception document. Testing performed by engineering determined rotators were within specification. Complaint data base was reviewed and found two similar complaints for this lot number that are associated with this event. Evaluation codes: method: device history record was reviewed, complaint data base was reviewed. Conclusions: other, a follow-up report will be submitted when the device evaluation is completed.